Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the reagent calibration and qc appeared acceptable, the reaction monitors show regular course curves, and only the samples from this patient were affected, an issue with the reagent or instrument could be excluded.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable altlp alanine aminotransferase results for two samples from one patient. Sample 1 initial result was 418 iu/l and was reported outside of the laboratory. On (B)(6) 2021, sample 2 was drawn and the alt result was 104 iu/l. This result was reported outside of the laboratory. On (B)(6) 2021, sample 1 was repeated and the results were 12.3 iu/l and 12 iu/l. On 19-feb-2021, the result from a vitros analyzer was 13 iu/l. On (B)(6) 2021, sample 2 was repeated and the result was 11.0 iu/l. On (B)(6) 2021, the result from a vitros analyzer was 12 iu/l. The customer used a cobas c503 pro analyzer. The serial number was requested but was not provided.